Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 19.0 diopter intraocular lens (iol) was explanted due to patient complaining of blurred vision and light sensitivity. The patient felt like her eyes were ''shaky'' and like something was on the outside of her eyes. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/16/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection via microscopic magnification was performed. The lens was cut in three (3) portions. Residues of viscoelastic were also observed in the lens pieces. In-house observations on returned lens are consistent with the lens that have been cut due to "iol removal or explant" process. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search of the complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.